Event description:
It was reported that during a gastric bypass, the hand activation buttons stopped working on the instrument. The customer used another like device to complete the case with no patient consequence.